Event description:
It was reported that the patient had a non-device related major heart attack. The patient had a stent put in and was recovering in the hospital. No further information has been obtained despite good faith efforts.